Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: this report was confirmed in the lab for broken occluder feet. The cause was undetermined. A batch review for the manufacturing lot number was not possible since the lot is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) that during a routine patient check-up, the patient report that solution leaked through the white twist clamp of the transfer set. The nurse confirmed the incident. There were no reports of patient injury, medical intervention, or adverse event. No further information is available.